Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) migrated craniallly and reached normal elective replacement indicator (eri). A pacing lead was also noted to have fractured and experienced insulation damage. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.